Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date of event was not provided but noted as entering post-op week one exam, best estimate (B)(6) 2016. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that a patient implanted with a symfony intraocular lens (iol) more than 2.5 years ago was not satisfied with her vision since the original surgery. Topography shows a somewhat decentered ablation which may be a factor as to why the patient has not been satisfied with her vision. The patient does have visually significant posterior capsular opacification (pco) with an intact capsule. It was noted there was no clinically relevant ocular surface issues and retina is normal. Additional information received revealed the patient complained of vision not crisp distance or near noted at 1-week post when intraocular pressure (iop) was 34. Better at 2 months, worse again at 3 months. Patient still unhappy with night driving and starburst. The patient had prior lasik - good centration of lasik ablation on pre symfony placement, recent topography pre-op for explant using galilei consistent with mild-moderate decentered ablation. Prior to kpe (kelman phacoemulsification) the astigmatism was 0.15 d of atr (against-the-rule) at approximately 10 degrees. Femto second laser was used and there were no complications with either laser or cataract/iol portions of the procedure. Post-op 1/4/17 the patient received an ultra plug punctual plug in lower lid. The iol was removed from the eye requiring incision enlargement to 3.0mm. The patient will need a yag capsulotomy in the next few months. The explanted lens was replaced with a model pcb00 iol. Post-op day one, good comfort, well centered, diffuse kedema (corneal edema) present with fine mce. Vision limited with kedema and pco.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.